Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the motor of the insulin pump was making a screaming sound. Customer took out the battery, reinserted, and the screen was blank. Customer stated the piston seemed it was not moving. Last blood glucose level was 22.5mmol/l treated with multiple daily injections. When troubleshooting was started for blank display, the device turned back on, on its own. Battery out limit alarmed. No motor error alarms noted on the device. Customer was advised to run displacement test, device passed. Pushed insulin through tubing no occlusion noted. Customer was advised to do a set change and monitor the device. No further information reported.